Manufacturer narrative:
The valve was discarded and not available for return. Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by field clinical specialist, this was a placement of a 29mm sapien 3 valve placement in the mitral position in mac case. Lampoon was performed. When the physicians started to inflate it was noted that the valve was not centered to the balloon. Upon inflation only the distal portion of the balloon began to inflate, the valve began to move further proximal and the valve tilted. The physician was instructed to slow down the rate of inflation to allow for the proximal portion of the balloon to fill. Once the proximal portion of the balloon filled deployment was completed. Tee demonstrated pvl. During the first inflation there was already 4cc extra in the inflation device. The physicians decided to post dilate to try and seal the pvl. They added an additional 4cc to the inflation device. Post dilatation was completed with no change in the pvl. The procedure completed and the patient was to be monitored overnight. The following day the patient developed hemolysis and the physicians decided to bring the patient to surgery and remove the thv and place another sapien 3 valve. Per follow up information, the devices were discarded. When asked if there was any discussion regarding the cause of the valve not centered on the balloon prior to valve deployment, the physician suggested that valve alignment in the sheath may have contributed but they had no difficulty doing so. There were no issues with valve alignment, the valve was crimped properly, and the valve moved on the balloon during the procedure. No 3mensio is available. At last reported the patient was having pulmonary issues but stable.

Manufacturer narrative:
The valve not available for returned, therefore no functional testing, dimensional testing or visual inspection was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no DHR is required. The pvl was unable to be confirmed; therefore a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the pvl was unable to be confirmed, a complaint history review is not required. Imagery was provided for review. During the partially balloon inflation, the valve appeared out of valve alignment marker at the proximal. During the fully balloon inflation, the valve was partially expanded at the proximal end of the inflation balloon. IFU for commander delivery system, device preparation manual and procedural training manual were reviewed. It is noted to confirm placement of center marker within optimal initial center marker zone. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native mitral position with mitral annular calcification (mac) for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement only. So, it was off label operation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, ''placement of a 29mm sapien 3 valve placement in the mitral position in mac case. When the physicians started to inflate it was noted that the valve was not centered to the balloon. Upon inflation only the distal portion of the balloon began to inflate, the valve began to move further proximal, and the valve tilted. The physician was instructed to slow down the rate of inflation to allow for the proximal portion of the balloon to fill. Once the proximal portion of the balloon filled deployment was completed. Tee demonstrated pvl''. Per imaging evaluation, the deployed valve was not in middle of valve alignment center marker, and valve was under expanded at the proximal end of the inflation balloon, which indicated that the deployed valve could be deployed too atrial. The combination of under expanded valve and deployed too atrial, the valve pvl skirt could not be sealed against the target site (annulus) resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (valve deployment technique, off-label operation) may have contributed to the complaint event. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental to report this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 06277. Investigation is ongoing.